Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 05-aug-2018, UDI#: (B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: 15-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine (concentration and dose unknown) and morphine 10 mg/ml at an unknown dose via an implanted pump for spinal pain. The event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the patient experienced increased pain and the hcp attempted a dye study on the date of this report ((B)(6) 2019), however, he was unable to aspirate the catheter. The hcp was suspecting an issue with the catheter. Environmental/external/patient factors that may have led or contributed to the issue was noted as ¿not applicable.¿ the issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ surgical intervention was planned but had not been scheduled. The patient¿s weight and medical history were asked and ¿would not be made available (legal/confidential reason).¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the inability to aspirate the catheter was not known and the patient¿s surgery had not been scheduled. The catheter remained in the patient and the event was not resolved. No further complications were reported or anticipated.